Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a blank screen when plugged in and delivered a low accuracy rate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found within specification in relation to the reported blank screen when plugged in, which was unable to be reproduced during evaluation. The device was found to power on without issue. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported low accuracy rate which was reproduced. The reported low accuracy rate was verified through flow rate testing and found to be caused by out of specification pressure plate travels. The pressure plates were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.